Event description:
It was reported that the zimmer air dermatome ii and width plates look as if the surface finished is bubbling and chipping off. Additional clinical follow up with the customer indicated that the issue was noticed during cleaning of the device and there was no reported impact to a pt or surgical procedure. Customer stated that the physician had stated to her that the bubbling would not affect the functionality of the device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.